Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR: 1018233-2013-00522.

Manufacturer narrative:
(B)(4). Additional information from the importer report: (B)(6) 2013, uretex to2 urethral support system, catalog#: 485054, (B)(6).

Manufacturer narrative:
Tracking number: (B)(4).

Event description:
Per additional information received, underwent left ureterolysis, extensive peritonectomy, bilateral salpingooophorectomy, partial colpectomy, cystoscopy, anterior colporrhaphy, rectocele repair plus mesh (posterior avaulta), enterocele repair, bilateral sacrospinous ligament suspension of the vagina, pubovaginal sling (uretex to2) utilizing tot, enterolysis, bilateral pudendal on-q continuous anesthesia delivery system, photographic series for staging purposes of possible endometriosis or pelvic neoplasm, partial vaginectomy and removal of foreign body under general anesthesia. Underwent explant of eroded mesh for pain, bleeding, dyspareunia, incontinence and mesh erosion.